Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2019 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 06-mar-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) the right bundle branch of the heart was damaged, which led to the patient experiencing complete right bundle branch block. The ipg remains in use. No further patient complications have been reported as a result of this event.